Event description:
It was reported to 3m that the pt was undergoing a wound treatment at the ankle joint when the pt suffered a 3rd degree burn under the electrosurgical pad. The pad had been placed on the pt's left thigh. The burn was observed during the procedure. The burn was reportedly treated operatively by necrectomy and a skin graft. It was reported that an erbe generator (erbe icc 350) with an active erbe electrode (erbotom 20192-127) and erbe cable 21175 le was used for this procedure. The initial reporter at the hosp (conductor of the medical technology) stated that the cause of the event was a short-circuit in the cable; the short in the cable disabled the safety function of the generator. The reporter also stated that it was obvious at the same time that the electrosurgical pad was misapplied but because of the problem with the cable, the safety function on the generator did not detect the misapplication of the electrosurgical pad.